Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought the wires had moved, however, the patient confirmed that they were still feeling stimulation. No patient symptoms were reported. No complications were reported or anticipated.